Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-160mg/dl fasting. Verified the strips expire on 10/24/2017. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 390mg/dl and 339mg/dl fasting. Reviewed meter memory: 331mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes; 335mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes; 451mg/dl, (B)(6) 2015, 07:45:00 am, fasting: yes; 244mg/dl, (B)(6) 2015, 07:45:00 am, fasting: yes; 353mg/dl, (B)(6) 2015, 07:45:00 am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-160mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 390mg/dl and 339mg/dl fasting. Reviewed meter memory: 331mg/dl, (B)(6) 2015 08:00:00 am fasting:yes. 335mg/dl, (B)(6) 2015 08:00:00 am fasting:yes. 451mg/dl, (B)(6) 2015 07:45:00 am fasting:yes. 244mg/dl, (B)(6) 2015 07:45:00 am fasting:yes. 353mg/dl, (B)(6) 2015 07:45:00 am fasting:yes. Adverse event not reported.